Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial interrogation, the unopened implantable cardiac monitor was unable to input patient information. The device was interrogated multiple times with different programmers and the error would still occur. No patient was involved.

Manufacturer narrative:
The reported event of error message alert being triggered and would not allow further interrogation was confirmed. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption.

Manufacturer narrative:
(B)(4).